Event description:
It was reported that during a surgery, when the screen popped up to check accessibility, the instrument holder and distance sensor were selected. The checking accessibility screen showed with the loading blue circle for multiple minutes without doing anything else. The system was believed to be frozen, so it was manually shut off and restarted. Registration was completed again, but this time only the instrument holder was selected. Again the system sat on the 'checking accessibility' screen for multiple minutes before being manually shut off. A third registration was completed and this time no tools were selected for the accessibility check and the software was able to move past and complete verification and the remainder of the case. The patient was positioned further from the base of the robot than normal due to multiple trajectories planned to come in from the top of the head.

Manufacturer narrative:
It was reported that the checking accessibility screen caused the device to froze, twice. Device history record review and complaint history review were not performed based on the low severity of this complaint. A review of the log files from the subject event was performed. This confirmed that two software freeze occurred during the tools accessibility computation in registration. Both software freezes occurred before the accessibility computation of the pointer and required a manual reboot. Regarding the number of trajectories and the difficulty to find the accessibility, it is assumed that both accessibility computation took time and memory and that it might be too important to be supported by software.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery, when the screen popped up to check accessibility, the instrument holder and distance sensor were selected. The checking accessibility screen showed with the loading blue circle for multiple minutes without doing anything else. The system was believed to be frozen, so it was manually shut off and restarted. Registration was completed again, but this time only the instrument holder was selected. Again the system sat on the 'checking accessibility' screen for multiple minutes before being manually shut off. A third registration was completed and this time no tools were selected for the accessibility check and the software was able to move past and complete verification and the remainder of the case. The patient was positioned further from the base of the robot than normal due to multiple trajectories planned to come in from the top of the head.